Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a yeast rash. It was reported the lifevest was cutting into the skin and causing bleeding. The skin was reported raw. There was no alleged device malfunction contributing to the irritation. The wound case nurse saw the irritation and a yeast medication was prescribed. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a yeast rash. It was reported the lifevest was cutting into the skin and causing bleeding. The skin was reported raw. There was no alleged device malfunction contributing to the irritation. The wound case nurse saw the irritation and a yeast medication was prescribed. The irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.